Event description:
It was reported that the pt was implanted a unk winterthur trauma product on unk date. The pt was revised on (B)(6) 2015 due to breakage of the nail. Pseudarthrosis was also reported.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).